Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At the routine follow-up, it was noted via computed tomography angiography (cta) that the closure device looked displaced. The physician stated that a transesophageal echocardiography (tee) was scheduled to be completed on (B)(6) 2024. On (B)(6) 2024, the 31mm closure device was removed percutaneously removed through a non-boston scientific (bsc) sheath using a non-bsc 12f flexcath. A non-bsc closure device was implanted right after to treat the laa. There were no patient complications reported, and the patient was discharged home.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At the routine follow-up, it was noted via computed tomography angiography (cta) that the closure device looked displaced. The physician stated that a transesophageal echocardiography (tee) was scheduled to be completed on (B)(6) 2024. On (B)(6) 2024, the 31mm closure device was removed percutaneously removed through a non-boston scientific (bsc) sheath using a non-bsc 12f flexcath. A non-bsc closure device was implanted right after to treat the laa. There were no patient complications reported, and the patient was discharged home.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx pro implant only was returned for device analysis. The device was microscopically examined which found the distal puck to be fractured. Procedural media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: can confirm movement/shift. Concern with distal end and potential distal puck fracture. Product analysis could not confirm the reported event as clinical circumstances could not be replicated; however, media confirms the reported shift. As product analysis confirmed the distal puck fracture, the distal portion of the frame was sent to materials testing analysis & characterization (mtac) to determine the nature of the fracture. As the explanted implant had endothelialized tissue, the proximal portion of the implant was sent to pathology. The pathology is consistent with a device that had shifted. Inspection of the device revealed a fractured distal puck.